Event description:
Initial reporter indicated that the patient is to have revision surgery soon for migration and pain at generator site. Reported the "patient is very thin and that is why it moves so much." The surgery has not occurred at this time. Good faith attempts will be made for additional details surrounding events after surgery has occurred.